Event description:
Urology laser fiber wire tip broke off when the clear plastic tip protector was removed by scrub tech. Laser fiber wire never touch patient. Manufacture: olympus, product number emp-fbx365hs, lot number: h220206, manufacture date exp:01-06/2027. Laser fiber wire is one time use. A third party does not handle the equipment.